Event description:
New replacement meter giving very high results. Compating to her other meter (competitive) analysis run on clark error grid using competitive reading (198) as ref. Point vs. Bd readings (450) yeilded data points in the c range of the grid, outside of acceptable limits.